Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: sid (B)(6) initial test 814.93 u/ml, recentrifuged and repeated 33.00 and 38.67 u/ml. No impact to patient management was reported.

Manufacturer narrative:
A ticket search for likely cause lot 39835fp00 did not identify an increase in complaint activity related to the issue under review. Return testing was not performed as returns were not available. Device history record review was performed on lot 39835fp00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of reagent lot 39835fp00 was evaluated using worldwide field data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 39835fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 39835fp00. Labeling was reviewed and found to adequately address the issue under review. Use error may have contributed to the customer¿s issue as re-centrifugation of the sample gave normal results. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I ca 19-9xr reagent identified in this complaint.